Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), alopecia ("hair loss"), back pain ("back pain"), fatigue ("fatigue") and allergy to metals ("allergic reaction to the nickel associated with the coils"). The patient was treated with surgery (underwent a robotic-assisted total laparoscopic abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal distension, alopecia, back pain, fatigue and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, fatigue, pelvic pain and uterine haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain / pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('abnormal bleeding (general)') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included uterine dilation and curettage in 2008, multigravida, parity 3 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2005), recurrent abortion, complication of delivery, agoraphobia, post-traumatic stress disorder, anxiety, panic disorder, fibromyalgia, depression, kidney infection, seasonal allergy, migraine, high cholesterol, gastrooesophageal reflux disease, asthma, nausea, vomiting, lower abdominal discomfort, umbilical hernia (at age 12), hypercholesterolemia, emphysema, bipolar disorder, agoraphobia, seasonal allergy, kidney disorder, myringotomy, hyperlipidemia and recurrent abortion. She has no allergies to any medications, no evidence at endometriosis, no adhesions anteriorly or poster only. She has no known medical allergies, no signs of infections * on (B)(6) 2014 patient had surgical pathology report resulted in uterus, cervix, bilateral fallopian tubes, is a uterus and 2 detached, fimbriated, unoriented fallopian tubes serosa : tan-pink and smooth cervix : tan-pink and glistering with a 1.2 x 0.2cm slit-like cervical os. The endocervix is tanpink and glistening with a corrugated appearance. Endometrium: the triangular endometrial cavity measures 5.0 x 3.0cm and is pink-red and hemorrhagic. The endometrium measures up to 0.3cm. Myometrium: tan-pink and trabecular measuring up to 2. 7cm in thickness. There are some focal areas of submucosal induration. There are no white whirled nodules appreciated. Tubes and ovaries: there are two metallic, coiled wires protruding from each fallopian tube ostia on the uterus. There are two, unoriented, 2g, tan-gray, fimbriated fallopian tube measuring 4.5 x 0.6 x 0.6cm and 5.5 x 0.9 x 0.8cm. Each fallopian tube has a dilated lumen. No ovaries are appreciated. Section code: representative sections are submitted. On (B)(6) 2015 patient had xr foot min 3 views right resulted in no fracture identified at the ankle or foot. Alignment anatomic on non weight bearing views. Soft tissue swelling about the ankle anteriorly and posteriorly which could relate to soft tissue injury. Minimal degenerative change on (B)(6) 2015 patient had radiographs of the right ankle and radiographs of the right foot resulted in there is an arrow marking the lateral aspect of the ankle and hind foot as the site of the patient's pain. There is little to no soft tissue swelling over the lateral malleolus. Overall, no fracture is seen about the ankle. Alignment at the ankle is anatomic. Best appreciated on the lateral view, there is some soft tissue swelling both anterior and posterior to the ankle including swelling extending into kager fat pad. No convincing fracture at the foot. In particular, no calcaneal fracture is identified. There is minimal degenerative change at the chopart joint. Previously administered products included for contraception: various birth control pills from 2003 to 2004. Concurrent conditions included overweight, smoker, alcohol use, adenomyosis, gastroparesis, fruit allergy and drug allergy (allergy to seroquel and yaz). Concomitant products included famotidine since 2014 and omeprazole since 2017 for gastrooesophageal reflux disease, naproxen for genital haemorrhage, lightheadedness and syncope, lovastatin since 2012 for high cholesterol, sumatriptan since 2010 for migraine, hydroxyzine since 2010 for seasonal allergy as well as alprazolam (xanax), amitriptyline since 2014, anaesthetics (anesthesia), gabapentin from 2011 to 2013, ibuprofen, nortriptyline, salbutamol (albuterol) from 2011 to 2013, salbutamol (proventil) since 2010, tiotropium and tiotropium bromide (spiriva). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), alopecia ("hair loss"), back pain ("back pain"), fatigue ("fatigue"), allergy to metals ("allergic reaction to the nickel associated with the coils") and abdominal pain lower ("constant severe lower abdominal pain"). The patient was treated with ibuprofen, drospirenone + ethinylestradiol (yaz) and surgery (salpingectomy (bilateral), robotic-assisted total laparoscopic abdominal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, weight increased, vaginal haemorrhage and menorrhagia had resolved and the uterine haemorrhage, abdominal distension, alopecia, back pain, fatigue, allergy to metals and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent hysterectomy with bilateral salpingectomy for removal of essure and cystoscopy. The essure procedure went well. There were no difficulties in placing it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pregnancy test urine - on an unknown date: results: negative. Ultrasound pelvis - on (B)(6) 2008: results: endometrial thickening.. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine bleeding, pelvic pain, vaginal bleeding, cramping most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received- outcome of vaginal haemorrhage, menorrhagia, pelvic pain updated to recovered / resolved. New reporter were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 3 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2005), recurrent abortion, complication of delivery, agoraphobia, post-traumatic stress disorder, anxiety, panic disorder, fibromyalgia, depression, kidney infection, seasonal allergy, migraine, high cholesterol, gastrooesophageal reflux disease, asthma, nausea, vomiting, lower abdominal discomfort, hernia (at age 12), hypercholesterolemia, emphysema, bipolar disorder, agoraphobia, kidney disorder, myringotomy, uterine dilation and curettage in 2008, hyperlipidemia and recurrent abortion. She has no allergies to any medications, no evidence at endometriosis, no adhesions anteriorly or poster only. She has no known medical allergies, no signs of infections. Previously administered products included for contraception: various birth control pills from 2003 to 2004. Concurrent conditions included overweight, smoker, alcoholic, adenomyosis, gastroparesis, fruit allergy and drug allergy (allergy to seroquel and yaz). Concomitant products included famotidine (pepcid) since 2014 and omeprazole since 2017 for gastrooesophageal reflux disease, naproxen for genital haemorrhage, lightheadedness and syncope, lovastatin since 2012 for high cholesterol, sumatriptan since 2010 for migraine, hydroxyzine since 2010 for seasonal allergy as well as alprazolam (xanax), amitriptyline since 2014, anaesthetics (anesthesia), gabapentin from 2011 to 2013, ibuprofen (advil), nortriptyline, salbutamol (albuterol) from 2011 to 2013, salbutamol (proventil) since 2010, tiotropium and tiotropium bromide (spiriva). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), alopecia ("hair loss"), back pain ("back pain"), fatigue ("fatigue"), allergy to metals ("allergic reaction to the nickel associated with the coils"), abdominal pain lower ("constant severe lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with ibuprofen, drospirenone + ethinylestradiol (yaz) and surgery (underwent a robotic-assisted total laparoscopic abdominal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had not resolved, the uterine haemorrhage, abdominal distension, alopecia, back pain, fatigue, allergy to metals, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, dyspareunia and weight increased had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent hysterectomy with bilateral salpingectomy for removal of essure and cystoscopy. The essure procedure went well. There were no difficulties in placing it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pregnancy test urine - on an unknown date: negative. Ultrasound pelvis - on (B)(6) 2008: endometrial thickening. On (B)(6) 2014 patient had surgical pathology report resulted in uterus, cervix, bilateral fallopian tubes, is a uterus and 2 detached, fimbriated, unoriented fallopian tubes serosa : tan-pink and smooth cervix : tan-pink and glistering with a 1.2 x 0.2cm slit-like cervical os. The endocervix is tanpink and glistening with a corrugated appearance. Endometrium: the triangular endometrial cavity measures 5.0 x 3.0cm and is pink-red and hemorrhagic. The endometrium measures up to 0.3cm. Myometrium: tan-pink and trabecular measuring up to 2. 7cm in thickness. There are some focal areas of submucosal induration. There are no white whirled nodules appreciated. Tubes and ovaries: there are two metallic, coiled wires protruding from each fallopian tube ostia on the uterus. There are two, unoriented, 2g, tan-gray, fimbriated fallopian tube measuring 4.5 x 0.6 x 0.6cm and 5.5 x 0.9 x 0.8cm. Each fallopian tube has a dilated lumen. No ovaries are appreciated. Section code: representative sections are submitted. On (B)(6) 2015 patient had xr foot min 3 views right resulted in no fracture identified at the ankle or foot. Alignment anatomic on non weight bearing views. Soft tissue swelling about the ankle anteriorly and posteriorly which could relate to soft tissue injury. Minimal degenerative change on (B)(6) 2015 patient had radiographs of the right ankle and radiographs of the right foot resulted in there is an arrow marking the lateral aspect of the ankle and hind foot as the site of the patient's pain. There is little to no soft tissue swelling over the lateral malleolus. Overall, no fracture is seen about the ankle. Alignment at the ankle is anatomic. Best appreciated on the lateral view, there is some soft tissue swelling both anterior and posterior to the ankle including swelling extending into kager fat pad. No convincing fracture at the foot. In particular, no calcaneal fracture is identified. There is minimal degenerative change at the chopart joint. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine bleeding, pelvic pain, vaginal bleeding, cramping most recent follow-up information incorporated above includes: on 2-feb-2018: pfs received - reporter added, patient historical and concomitant condition added, product date of removal updated from (B)(6) 2015 to (B)(6) 2014, events added as follows: genital haemorrhage, dyspareunia, weight increased, abdominal pain lower, vaginal haemorrhage, menorrhagia, device monitoring procedue not performed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.